Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the following additional information was requested but has not yet been provided: ¿the original complaint description given for both prs was 'the wire guide gets stuck when going through the device.' Complaint form for (B)(4) now reads the complaint to be: 'during the procedure the stent doesn't open' can the rep clarify if the original complaint detail given still applies or confirm the exact complaint detail. Also what is meant by the stent doesn't open? Is it that it would not deploy from the system or that the stent didn't expand/open while being deployed. Finally what is meant by 'the wire guide channel is set up'?¿ until such time that the rep provides clarification on the above it is assumed that the complaint detail provided on the customer complaint forms is the correct information that applies to each pr. The regional manager has confirmed that the rep and the doctor are both on holidays until the week 29th/30th august 2017 and information will be provided it was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. However, due to a lack of information provided additional information will be required to determine a possible root cause for the difficulties encountered. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As per document received the wire guide gets stuck when going through the device. As per complaint form": during the procedure the stent doesn't open. Reportable based on malfunction precedence for this device family. However this is a conservative assessment based on limited information.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Clarification was provided on the complaint detail on 06 september 2017 as follows: ¿the stent didn¿t open even if the red indicator was moving.¿ further clarification was provided on 08 september 2017: ¿during the operation the stent didn't open while being deployed¿. The following clarification was provided on 18 september 2017: ¿they push the trigger but the stent doesn¿t come out, as if something inside was disconnected.¿ it was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. A possible cause for the difficulties encountered may be due to a kink or break in the flexor or one of the cogs of the gears may have broken. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as a possible root cause has been established on the 8 sep 17. Initial information provided: as per document received the wire guide gets stuck when going through the device. As per complaint form": during the procedure the stent doesn't open. Reportable based on malfunction precedence for this device family. However this is a conservative assessment based on limited information.